Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button error alarm. However, there was intermittent button response due to moisture damage keypad trace. The insulin pump did have a scratched lcd window, cracked display window corners, battery tube threads cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was unknown. The insulin pump was returned back for analysis.